Event description:
According to the reporter, the patient was transferred to the intensive care unit (ICU), when doing a replacement of the tube, the cuff of the endotracheal tube "ruptured" while inflating. It was found that the ventilator tidal volume was not fully entered, only about 300 ml, and the cuff pressure was measured at 16 mmhg. The exhaled volume affected by a leak. Replacement of the tube was done using the same lot number, and no similar situation occurred.

Manufacturer narrative:
Please note that the involved device is not marketed in the united states; however, it is similar to the united states marketed device (curity btr). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.